Event description:
Patient presented to ER with non¿st-segment elevation myocardial infarction (nstemi). Taken to cath lab. During cath, patient became symptomatic, bradycardic, and atropine was given. Impella cp placed. Echo imaging showed cp deep and physician repositioned. Dobutamine started due to worsening clinical status despite impella cp. Tachycardia secondary to higher dosing of dobutamine. Packed red blood cells given. (B)(6) 2025, the patient went to the or for change to impella 5.5 for additional hemodynamic support. Transesophageal echocardiogram (tee) demonstrated possible clot formation around impella cp catheter in the descending aorta and was confirmed once the cp was removed. Vascular was consulted performed thrombectomy prior to impella cp removal and impella 5.5 insertion. There was a brief episode of hypotension leading to asystole. Cardiopulmonary resuscitation (CPR) was performed briefly and successful return of spontaneous circulation was achieved. Flows and waveforms stable on impella 5.5. With improving hemodynamics. (B)(6) 2025 the patient went back to cath lab for stent placement. Intermittent suction alarms occurring secondary to patient position. Heparin-induced thrombocytopenia positive (hit+). For left ventricular assist device (lvad) workup. Plasmapheresis being done prior to possible transplant. Became acidotic and hypotensive requiring additional inotropes. Worsening pulmonary edema present on chest xray. Diuresing with goal of lvad surgery, which was done on (B)(6) 2025. Impella removed at that time. Patient was symptomatic (hypotensive and bradycardic) prior to initial impella cp placement. No definitive symptoms secondary to impella cp. Impella 5.5 replaced impella cp with improvement in hemodynamics. Intermittent suction alarms due to patient movement. The patient¿s symptoms of pulmonary edema are likely not related to the impella pump. Hypotension is likely due to aggressive diuresis. No clinical impact of impella 5.5 pump.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.